Manufacturer narrative:
Device evaluation: the balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon. The balloon was not functionally tested because there of unknown product specifications. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump or the pump kink resistant tubing (krt). The pump passed functional testing and performed with product specifications. No product malfunction was identified with the pump component. Product analysis did not confirm the reported fluid leak issue.

Event description:
It was reported that the patient had the artificial urinary sphincter pump and balloon components removed due to fluid loss. A new artificial urinary sphincter pump and balloon components were implanted.